Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the image was not displayed on the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc) and not returned to olympus medical systems corp. (Omsc) for evaluation. Sorc found the qb substrate had failure. 5 years and 6months had passed from the subject device had been manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the faulty substrate due to aging deterioration.